Manufacturer narrative:
(B)(4) failed to deliver power. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the generator failed to deliver power in control cut mode. It was reported that the power was fluctuating and all other mode delivered the power that was set. The procedure was completed with a different device. There were no patient complications reported as a result of this event. It was reported the patient had "no issues" at the conclusion of the procedure.